Event description:
The pt is reported to have complained of increased pain. The dr believed the catheter may have become dislodged and during surgery to investigate, it was determined that the catheter was leaking and may have been damaged. The connector was removed and the implanted catheter was trimmed. A new connector was inserted into the implanted catheters. Note: the connector was implanted in 2002 (exact date unk).